Event description:
Event discovered recently while case findings for current air-in-line issues with infusions using the alaris pump and carefusion smartsite tubing. Patient noted to be fine at change of shift (1900). At 2000 nurse noted patient had increased cough and sob. A rapid response was called. Nurse noted air-in-line and stopped infusion. Patient given a fluid bolus and returned to baseline. Patient has acute lymphocytic leukemia. Dates of use: unknown to (B)(6) 2013.